Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No product was returned by the customer. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed. No seral number was provided.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No product was returned by the customer. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed. No seral number was provided. D1, d4, g5 all unknown.

Event description:
It was reported that while the medfusion pump had the potential to deliver an inappropriate bolus. No patient injury or complications were reported in relation to this event.